Event description:
Healthcare professional reported left side rupture confirmed with an MRI and ultrasound. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Continued h6 (health effect ): f15.

Event description:
Healthcare professional reported left side rupture confirmed with an MRI and ultrasound. The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.